Event description:
It was reported that the sensor was not functioning properly and the customer had to go to the hospital. Customer was unable to troubleshoot at the time. Attempts to contact customer were made and customer could not be reached. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.